Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # c9d84y. 4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E1: unk reporter. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9d84y, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes.

Event description:
It was reported that during a laparoscopic colon, upon first use the stapler failed to complete stapling cycle. Opened a new stapler and reload. No patient consequences were reported. Surgery was prolonged by 5-10 minutes.